Event description:
Inner part of the bur was loose- it did not spin when activated. Product had patient contact but no harm to patient. A new bur was opened to complete the procedure. The failed product is available to be returned to the manufacturer.